Event description:
The device was used during an unspecified procedure. Reportedly, locked on tissue. The surgeon removed the device without incident and manually sutured to complete the procedure.

Manufacturer narrative:
In addition to the previously submitted codes in f10 three additional have been added. The procedure type as been defined in b5.